Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h6, h10, h11. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. A definitive root cause cannot be determined. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. During the investigation process a review of the sterile certifications were not performed, as no product part/lot information was provided. However, all devices manufactured follow acceptable sterilization processes according to published iso/aami/astm & EU guidelines. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
(B)*4). D6a: implant date between jan 1, 2010, and dec 31, 2021. D10.unknown bearing item# unknown lot# unknown. Unknown ms30 stem item# unknown lot# unknown. Unknown head item# unknown lot# unknown. G2: foreign - event occurred in sweden. Literature: lower dislocation rate in total hip arthroplasty for femoral neck fracture after transition from a conventional cup to a dual mobility cup. A. Pejic , s. Mukka, p. Sward, a. Jobory, o. Leonardsson. Elsevier. 2025. Pages 1-5. Https://doi.org/10.1016/j.injury.2025.112539.

Event description:
A journal article was obtained on 19-jan-2026 that reported a retrospective study from sweden performed at karlskrona hospital. The purpose of the study was to investigate whether changing routines from conventional tha (ctha) to dual-mobility (dmc) for fracture patients resulted in a reduced dislocation rate. The study reviewed 219 hips/patients receiving thas for acute femoral neck fractures between 2010-2021. All surgeries were performed via posterior approach with cemented femoral and acetabular components using palacos antibiotic loaded cement. The ctha group consisted of 108 hips that were performed from 2010-2016. Implants consisted of zimmerbiomet zca cup (99 hips) or stryker exeter rimfit cup (9 hips), zimmerbiomet ms30 stem (107 hips) or waldemar link lubinus stem (1 hip), and an unspecified modular femoral head. The dmc group consisted of 111 hips that were performed between 2016-2021. Implants consisted of zimmerbiomet ades cup (2 hips) or avantage cup (109 hips), ms30 stem (111 hips), and an unspecified modular femoral head. The ctha group had a mean age of 72.7 years at the time of surgery with 76 females and 32 males. The dmc group had a mean age of 73.3 years at the time of surgery with 69 females and 42 males. The article reported that 3 patients in the dmc group were revised due to periprosthetic joint infection. Diligence is completed and no further information on the reported event has been provided.